Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up appointment for a patient with post-hemorrhagic asymmetrical hydrocephalus, the doctor realized that the peritoneal catheter had exited through the anus of the patient. It was stated the catheter had perforated the intestine. The patient was well however. The catheter was explanted and the patient was connected to an external drainage system while liquid antibiotics were administered. While the patient was connected to the external drainage system, they could not stand up since the valve did not prevent overdrainage. The valve was also replaced. The patient¿s status was noted as alive; no injury.